Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) colombia alleging that her onetouch select simple meter was reading inaccurately compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who reviewed the initial call recording at the request of the medical surveillance specialist (mss). The patient reported that the alleged product issue first started at an unspecified date and time "6 months ago" when the subject meter began to read inaccurately compared to her feelings and/ or normal results. The patient reported that the subject meter would read "sometimes high, sometimes low" compared to her feelings and/ or normal results. She gave example results of "250, 20 and 50 mg/dl" but did not specify when these results were obtained. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin - no adjustments ("28 units once a day", type not specified) and she reported that in response to the alleged product issue, she continued with her normal diabetes management routine. The patient claimed that from "mid-june" she stopped using her onetouch select simple meter as she "didn't trust the results" but she continued with her normal diabetes management routine. She reported that on (B)(6) 2019, she developed the symptoms of "dizziness, tiredness and vomit" which she alleges were due to her not being able to test her blood glucose. In response to these alleged symptoms, the patient went to the hospital where she received healthcare professional (hcp) treatment in the form of "IV glucose". The patient denied that her blood glucose was tested on any other device. During troubleshooting, the csr verified that the subject meter's unit of measure was set correctly at the time of testing. The csr also verified that the patient's test strips had been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly received medical intervention for an acute blood glucose excursion after obtaining alleged inaccurate results with the subject meter.